Manufacturer narrative:
No evaluation has been performed as the resolution was confirmed during initial troubleshooting. Resolved at the time of the issue.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system displayed ¿localizer not connected¿. The manufacturer representative verified that all the cables were fully seated. The system was rebooted, and the issue was resolved. There was no patient present when this issue was identified.